Manufacturer narrative:
Product analysis: it was unconfirmed that the programmer was unable to power on; it powered on and booted without issue. The display was found to be out of calibration. The issue was attributed to the display printed circuit board (pcb) being out of electrical specification. The pcb was replaced. Several case components and the keyboard were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for service. There was no patient involvement. On (B)(6) 2018: the programmer tested out of specification during manufacturer's analysis.